Event description:
It was reported that during induction at implant, the device experienced a charge circuit time out message. The induction had been initiated and ensued with adequate detection. Charge initiated to 15 joules. Charging continued indefinitely, at which time the patient was rescued externally via 200 joule defibrillation. The device was explanted. It was hot to the touch and remained warm for 40 minutes post-procedure. The device was returned and subsequently tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of the event.